Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. It was reported that the device was inflated above rated burst pressure (rbp). The nc quantum apex dfu includes the following. "Do not exceed the rated balloon burst pressure". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issue. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the mid right coronary artery. The 8mm x 4.00mm nc quantum apex balloon ruptured above rated burst pressure. The balloon was removed fully intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.